Event description:
Customer had her left ear pierced on 06/27/97 with the inverness ear piercing system in a retail store. She was treated for an infection of the piercing site beginning on 07/16/97. She was administered a course of antibiotics.